Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Approximately 10 months post index procedure, the patient was rehospitalized. Re-ptca of the target lesion was performed (des) due to restenosis. The procedure was successful. It is also reported that the patient suffered a myocardial infarction (mi) the same day as revascularization. The reported mi was related to the target vessel. The investigator indicated that the reported re-ptca was possibly related to the study device and the reported mi was unrelated to the study device.

Event description:
The patient suffered the previously reported mi one day post the target vessel revascularization approximately 10 months post index procedure, and not on the same day as previously reported. Investigator assessed that the target vessel revascularization event was definitely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).